Event description:
The patient took a fall, this lead dislodged and there were high impedances. The lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.